Event description:
It was reported that when using a surgical bur, it broke in two. It was reported that there was no patient impact but the broken piece fell into the operating cavity. On follow-up it was reported that the procedure is posterior fossa tumor and no fragments left inside the patient. It was also reported that there was a procedure delay and no post-operative issues to the patient. On further follow-up it was reported that tool is not received at medtronic end and is lost.

Manufacturer narrative:
H3: no conclusion can be drawn, as the device was lost. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.